Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 16 mm from the distal end. There was scratch on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed from the scratch. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. The probe of the subject device broke off and fell inside the patient. The fragment was retrieved. The intended procedure was completed. There was no patient injury reported.